Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
This report is related to information found as a part of the imaging review process performed during the investigation of another event reported in MFR. Report #1820334-2018-01036. Right zsle-16-56 stenosis from mural thrombus just downstream the angulation of the proximal right zalb gate was found during the investigation of the previously reported event.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation/evaluation. The device was not available for evaluation. Without the complaint device, a physical investigation was not able to be completed. Imaging was provided for review. A document based investigation has been performed including a review of the provided imaging, instructions for use, manufacturing instructions and quality control data. This complaint focuses on stenosis from mural thrombus in the right zsle leg, observed during image review. Each zenith device is shipped with instructions for use (IFU), which states warnings, precautions and instructions for use. Warnings and precautions states that patients with poor outflow or a hypercoagulable state (e.g., cancer) may be at an increased risk of a thromboembolic event. Lot information was not provided; thus, a non-conformance search and lot search could not be performed. Additionally, the device history record could not be reviewed. A three-year follow-up computed tomography angiography (cta) was provided. Per the image review, the zsle-16-56-zt bridging stent projected slightly superior to the flow divider. Inferior zalb angulation in the large aneurysm sac required the right zsle to angle 50 degrees posteriorly at the flow divider and the zalb left gate to angle 100 degrees posterior to reach the common iliac artery (cia)s. Mural thrombus narrowed the right zsle to 5*7mm and the left gate to 6*11mm, just inferior to each angulation. The main body used was short relative to the length of the infrarenal abdominal aorta and the left zsle terminated 10mm superior to the iia. Therefore, it could be possible that the shorter mainbody used and extraction of the right zsle superior to the flow divider would have caused angulation of the zsle and the zalb gate. This narrowing due to angulation would have increased the shear forces with in the graft and provoked thrombus formation. The complaint is confirmed based on the image review. It was reported that the patient had pre-existing conditions of hyperlipidemia, systemic disease and is a current smoker. Per the IFU, patients with poor outflow or a hypercoagulable state may be at an increased risk of a thromboembolic effect. It could be possible that the mural thrombus noted in the right zsle is due to patients pre-existing conditions. It was also reported that there was a type ii endoleak noted three days after the procedure until 483 days post procedure. However, no information on the endoleak was provided on the 723 and 1115 days follow-up procedure. Type ii endoleaks occur due to patient's anatomical conditions: patent inferior mesenteric artery, number of patent lumbar arteries, and maximum aneurysm diameter significantly increase the risk for type ii endoleaks after evar. Based on the above facts, the left gate angulation and narrowing of the left gate just inferior to the angulation would have increased the risk of thrombus formation in the left zalb gate. The exact root cause for angulation is unknown. Using a longer mainbody in this case would have reduced the left zsle extraction into the zalb device, this in turn would have reduced the risk of angulation at the gate. Therefore, a possible cause for right zsle mural thrombus is adverse event related to procedure. The second possible cause is adverse event related to patient condition, due to the pre-existing conditions mentioned above and calcification in the cia. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted.